Manufacturer narrative:
Date initial report sent: 06/30/2008.

Event description:
Procedure type: inguenal hernia repair. According to the reporter: the device would not hold air due to a slit in the balloon up around the seal. A new instrument was used to complete the procedure. No patient injury was reported.